Event description:
A re-intervention was performed due to pt slow heart rate. During the re-intervention, it was determined that the atrial lead was connected to the ventricular pacemaker port and the ventricular lead was connected to the atrial port. The physician reported that when unscrewing the set-screws, the screwdriver seemed to be turned freely, and the leads were disconnected from each port. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.